Manufacturer narrative:
The imaging system computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Imaging system computer booted os and 3.1.6 application successfully. Time/date check (cmos check) and virus scan were successful. Installed imaging system computer in test imaging system and the system readied, communication between imaging system computer and mvs computer was functional, 2d and 3d imaging acquisition were successful while under test. D:\data\config\config.xml was not corrupt. No problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and found that the system computer would not boot up. The application could not load the configuration file at d:\data\config\config.xml. The imaging system computer was replaced and the system data was transferred to the new computer. This resolved the issue. Part return has been requested. The part has not been returned for evaluation. A full imaging system check-out was completed following computer replacement and full system functionality was confirmed. No further issues were reported.

Event description:
A site representative reported that the imaging system would not progress fully through the boot up process. The system would stop booting partially through boot up. Damage to the system computer was noted during initial troubleshooting. This was discovered outside of any patient involvement. No further details were provided.